Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir leak insulin. Customer stated that they smells insulin strongly but did not found any leak. Customer stated that they experienced high blood glucose and was difficult to took manual shot. Customer declined troubleshooting for high blood glucose. The customer will discontinue to use the device.